Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue (mainbody) twist clamp of a transfer set was cracked. This issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information. The actual device was received for evaluation. A visual inspection was performed with the naked eye and verified a crack in the main body. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported issue was verified. The cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.